Event description:
The reporter contacted animas on (B)(6) 2015 alleging experiencing hypoglycemia while on insulin pump therapy with blood glucose levels measuring 15 mg/dl accompanied by unsteadiness while walking/standing and cognitive impairment, sweating, shaking, irritation and weakness. The reporter stated that the patient did not require treatment above or beyond the usual routine of diabetes management. The reported stated that the health care provider adjusted pump settings before/after the event; basal rate and bolus settings. The reporter stated that the time and date settings on the pump revert to the factory default setting when the battery is removed from the pump for less than 24 hours. This complaint is being reported because the patient experienced hypoglycemia while on insulin pump therapy with a pump that reportedly has a time/date setting issue that was not resolved with troubleshooting efforts.

Manufacturer narrative:
Follow-up #1: date of submission 05/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a cartridge cap was not returned with the pump for investigation; a test cap was used to complete investigation. Review of the black box data revealed no evidence of time/date reset to the factory default setting. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. On investigation, the pump was exercised for 24 hours and found to delivery accurately within the required specifications. After being exercised, the battery was removed from the pump for 6 hours. When the battery was reinserted, the time and date reverted to the factory default setting. Investigation duplicated the complaint. The pump was opened for investigation and revealed the internal clock battery was leaking; unable to hold charge.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.